Manufacturer narrative:
Concomitant products: cook approach hydro st wire, cook inflation device, cook 4fr 5.5cm sheath, bard balloon. Occupation: lead tech. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
As reported, during an angioplasty of the left anterior tibial vessels, an advance 14 lp low profile balloon catheter ruptured at six atmospheres. The device was used with a cook inflation device, approach hydro st wire, and cook 4fr sheath, as well as a mixture of 70/30 saline and contrast. The patient presented with occluded below-the-knee vessels, and another manufacturer's balloon was also reported to have ruptured during the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
On return of the device 04jun2020, the balloon was not damaged. A leak test found a pinhole leak in the catheter shaft approximately 7.4cm from the distal tip. There is no evidence to suggest that the observed device failure would be likely to cause or contribute to a death or a serious injury if the failure were to recur. Furthermore, there is no evidence that the device caused or contributed to a serious injury, as no life-threatening or permanently impairing injury took place, nor was intervention taken as a result of the device failure which would be required to prevent permanent impairment or damage to the patient. As such, the event is not reportable under FDA 21 cfr part 803 as it does not meet the criteria for a death, serious injury, or reportable product malfunction. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.